Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the seal on the trocar was sticking/grabbing on instrument exchange. After firing a stapler 1-2 times, the surgeon felt that the seal created "tremendous drag on the instrument exchange" and a popping noise was made at one point when another device was passed through. The surgeon felt that extra force was required to get the instruments through the trocar. No patient injury was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.